Manufacturer narrative:
The device was returned to olympus for evaluation/inspection. Based on the results of the investigation, the jaw forceps wire broken was identified. It is likely the result of component failure expected or random component failure without any design or manufacturing issue; however, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the grasping forceps jaws distal end is broke and can loose broken parts. There was no patient involvement.